Event description:
Revision surgery - due to the patient showing to have range of motion issues. The surgeon decided to swap the head with a smaller one to bring stability and gain more range of motion.

Manufacturer narrative:
The reason for this revision surgery was to alleviate a range of motion issues in the patient's joint after 1.8 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 925c1022. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of these complaints have been caused by issues with the patient's joint instability and the remaining (B)(4) have been dislocations. The root cause for the range of motion issues was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.